Event description:
The customer reported that the sound from the audio alarm was weak. The customer support engineer verified that the sound level was low and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.